Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported screen issue, he found that the upper display lcd was damaged and had two dark circles in top & bottom left corners. To fix the issue the fse disassembled the upper display and the lcd was replaced, the system rebooted successfully and the display and touch screen tests passed in service mode. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported screen issue, he found that the upper display lcd was damaged and had two dark circles in top & bottom left corners. To fix the issue the fse disassembled the upper display and the lcd was replaced, the system rebooted successfully and the display and touch screen tests passed in service mode. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had screen issues. There was no patient involvement, and no adverse event reported.